Manufacturer narrative:
The investigation for the thrombus and saturated flow has been completed. The pump was not returned for investigation. Data logs show a motor current spike followed by saturated pump flow at the end of the case run. No trend was seen on purge pressure. As per the given clinical information, the doctor noticed suction alarm and a trend of clot interaction. Additionally, the imaging showed a clot on the pump. The pump was removed. The cause of the saturated pump flow issue was most likely biomaterial, based on given clinical and data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that the impella 5.5 began alarming for suction. Metrics were consistent with clot entrainment. As there was decreased flow and then flow saturation. The impella 5.5 was explanted. Imaging showed a clot at the tip of the impella 5.5. The patient survived the explant and continued on extracorporeal membrane oxygenation support.